Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2023 07:26:53.000. The pump passed the self-test. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No unexpected lost sensor alarm noted during testing. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained, fading and peeling). Lost sensor alarm was not confirmed. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Unresponsive keypad was confirmed during analysis with intermittent button response due to moisture damage on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed and the issue resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump was returned for analysis.